Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 26 mg/dl. It was reported that the customer entered the intended amount insulin, but miscalculated the bolus amount and it ended up being too much insulin. The customer consumed carbohydrates to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.